Event description:
A report was received that the patient¿s ipg was implanted too deep and the patient was unable to couple the charger to the ipg. The patient underwent a revision wherein the physician replaced the ipg and left the pocket shallow for the patient to be able to charge. No malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.